Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was in her way to the emergency room due to high blood glucose. Customer's blood glucose reading was over 600 mg/dl. Customer stated that her insulin pump alarmed motor error more than once in the last 30 days. Nothing further was reported.